Event description:
It was reported that inaccurate stent placement occurred resulting in additional stenting. The target lesion was located in the common iliac vein. A 16x60mm vici stent was selected and inserted via a jugular approach. The delivery system was advanced within the common iliac vein and the physician positioned the marker bands according to lesion's length. The stent was deployed and the stent's expansion was shorter than the length that was visualized when sheathed in the delivery system. The deployed length was shorter by 3-4mm. This resulted in the lesion not being fully treated. Subsequently, additional stenting was required using another non-bsc stent to fully cover the lesion. No patient complications were reported and the patient's status post procedure was fine.